Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 456 mg/dl and 158 mg/dl. They also reported that the infusion sets on a box had been detaching from the body first while sleeping and also happened during the day that the tubing was detached without tugging and pulling. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.